Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had several intermittent catheter tray kits that have the tip bent like this.

Event description:
It was reported that customer had several intermittent catheter tray kits that have the tip bent like this.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received one (1) photo sample. Photo sample showcase an intermittent catheter tray kit with a bent catheter. Based on the photo sample received, product does not meet specifications. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be operator error. However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number is unknown; therefore, a labeling review cannot be performed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.